Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete. Patient information has been requested and not available at the time of report.

Event description:
It was reported to philips that the device shutdown during patient use where shock treatment was needed. The patient involved was reported to have not experienced harm or an adverse patient impact. The end user rebooted the device and was able to deliver the shock to the patient.

Manufacturer narrative:
It was reported to philips that the device shut down during patient use when shock treatment was needed. When the device shutdown the users powered the device back on and delivered a shock to the patient. There was reportedly no patient harm. The device was initially sent to and evaluated by a philips-authorized service provider and no fault could be found. The device was then evaluated by philips and the reported symptom could not be reproduced; no fault was found. The device passed all testing and is being returned to the customer. Philips is unable to rule out a malfunction at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.